Manufacturer narrative:
New information: this is a follow-up to report a change to the brand name from click super to sleek regular tampons. Report type: follow-up 1.

Event description:
This is a follow up to report a change to the brand name from click super to sleek regular tampons.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal the tampons pulled apart. She was unsure she removed all remaining pieces. She used a douche after her period ended. She experienced discomfort and abdominal pain after removal of the tampons but is doing better now.